Event description:
The pt fell when getting out of the bath sometime around the 27th of september. A further more serious fall occurred around the week of the 4th october while pt was on holiday in (B)(6). The secondary fall resulted in the pt landing on her back, where the device was located. The pt was having intermittent stimulation; the device also appeared to turn itself off on occasion. Troubleshooting, including exploratory surgery, was planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).